Event description:
It was stated that the customer was hospitalized for high blood glucose levels with a reading of 578 mg/dl. It was also stated that the insulin pump shut off prior to the event. The customer did not want to troubleshoot, stating that the healthcare professional wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.